Manufacturer narrative:
(B)(4). Batch # n53p1g. Device evaluation: the analysis results found that the ntlc75 instrument was received with a cartridge reload loaded in the instrument. The cartridge reload was fully loaded with staples and it was noted that the "doghouse" component of the cartridge was damaged. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an accidental lock-out. There were no patient consequences reported.